Event description:
The customer stated that insulin leaked between the tubing and reservoir connection, causing high blood glucose levels. The customer reported a blood glucose reading of 267 mg/dl during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.